Manufacturer narrative:
On (B)(6) 2021 mentor became aware that incorrectly added pc surgical intervention code to the right side. Manufacturer¿s reference number: (B)(4) per correct codification, pc surgical intervention was removed from the right side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: gel bleed, device migration, capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female. Who underwent an unspecified surgery with mentor memorygel, 325cc on the right side, and unknown tissue expander on the left side breast implant experienced bilateral capsular contracture unknown grade, right sided device migration, and gel bleed post-operative. As a result, patient exchanged the left expander with permanent non mentor implant, right breast implant placement for symmetry and mastopexy, and was also replaced with non mentor implant on (B)(6) 2016. This report relates to the right prosthesis.